Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had change in paresthesia coverage due to lead migration which confirmed through x-ray. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.